Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter was vague beyond a request for a replacement pump as her daughters pump had "failed" and her daughter was hospitalized due to elevated blood glucose levels. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.